Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, within three weeks post implant, the right ventricular (rv) lead exhibited an out of range lead impedance alert. The rv lead remains in use. No patient complications have been reported as a result of this event.